Manufacturer narrative:
Follow-up # 1 date of submission 09/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, the down arrow keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the contrast and down arrow key contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, all the keypad buttons are not responding consistently to user input. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.